Event description:
It was reported there were system errors. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was not able to confirm the reported errors, however, errors found in the programmer error log. Analysis also found the system fan is noisy. Keyboard screws were missing, however, found inside the programmer. Stylus was missing. (B)(4).